Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed that one of the spikes was fractured and was not returned with the rest of the device. Visual inspection confirmed that the instrument was gauged at several areas, also noted there were scuff marks and general wear on the returned guide, indicative of use. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the spike fractured during a procedure. No pieces were retained by the patient.